Manufacturer narrative:
Evaluation was not possible, as the device is not being returned (method code and results code). Review of the device history records was performed which confirmed no inconsistencies (method code). There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, it is not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff procedure using truepass needle, single pack, sterile bx 5 the tip of the needle broke off. The broken piece was removed using a shaver. All debris was removed. There was no procedural delays. The procedure was completed using the same device, as a single use item, and before the needle broke off. This incident did not result in any patient injury or complications.